Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Vessel perforation is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that as this device was being advanced into the aneurysm, the microcatheter moved proximally. The patient suffered a vessel perforation that the physician stated could be related to the microcatheter movement. The procedure was completed with an unknown number of coils. The patient was reported to be stable but no other information has been provided.

Event description:
It was reported that as this device was being advanced into the aneurysm, the microcatheter moved proximally. The patient suffered a vessel perforation that the physician stated could be related to the microcatheter movement. The procedure was completed with an unknown number of coils. The patient was reported to be stable, but no other information has been provided.